Event description:
Hospitalized with dka. Explained the 2 high bg rule to the nurse and instructed to have the customer monitor and call back if needed. Trobleshooting performed and the pump appeared to be functioning as designed.